Event description:
Medtronic received information regarding a solitaire x stent retriever device that had resistance in the rhv during retrieval and the stent separated from the pushwire. The patient was undergoing a mechanical thrombectomy procedure for the treatment of ischemic stroke. Patient's vessel tortuosity was moderate. It was reported that the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). One pass was made with the solitaire. While retrieving the rebar 18 microcatheter together with the solitaire back through the guide catheter, the solitaire experienced severe friction at the rhv resulting in the solitaire breaking at the transition of the stent to the pushwire/distal pushwire. The solitaire break occurred at the very proximal end of the guide catheter within the rhv so no part of the solitaire remained in the patient. The solitaire was replaced to complete the procedure and there was no harm or injury to the patient. Ancillary devices: neuronmax 6f 088 guide catheter, copilot rhv.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (lot: d060375); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that a continuous saline flush was administered and maintained as indicated in the IFU. The microcatheter tip did cover the solitaire device proximal marker during the attempted retrieval. There was no issue with the rebar microcatheter.